Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the stent could not be mounted correctly on the guidewire. It got stuck in the 7fr introducer.

Manufacturer narrative:
The product in question was not returned and answers to the questions sent to the complainant to better understand the circumstances surrounding the alleged incident and images of the device were not provided. Without this key information the complaint cannot be confirmed. A review of the device history records going back to the stent sub assembly and balloon subassembly levels shows that there were no non-conformances noted and the product met all quality and performance requirements. This includes a review of the stent crimping process as well as the advancement of the crimped stent through the labeled introducer sheath without sheath compatibility issues. A labeling review was conducted. The IFU was found to provide adequate instructions for selection and use of accessory devices for the intended use. Prior capa00342 identified potential issues related to use of a cook 7fr introducer sheath with 10mm advanta v12 devices. An IFU update was made several months prior to manufacture of the subject lot of devices to include associated warnings and cautions related to use of a cook sheath: "10. Always consult the product label to ensure a compatible sheath is selected for use. Do not force passage or withdrawal of the guidewire or delivery system if resistance is encountered. Forcing passage can result in damage to the stent or balloon catheter, stent dislodgment from the balloon, or separation of the catheter components. If using a 10mm device with a cook introducer sheath, it is recommended to size up to an 8 french sheath to minimize potential for resistance." As none of the questions asked regarding this complaint were answered it is not known if a 7 french cook introducer sheath was used for the procedure. However, because the device in this case was a 10x59mm device, it is possibly related to the known issues described above, in the event the guidance in the IFU was not followed. It is not known if during the clinical procedure if a cook 7fr introducer sheath was used or if other procedural factors may have contributed to the difficulty in advance the device through the sheath. Based on the information provided in the complaint and within the investigation performed, there is no evidence to conclude that the device was faulty or manufactured improperly. Without the actual device used in the case or the introducer sheath the complaint cannot be confirmed. No images were provided and there was also no responses to the multiple questions sent to the complainant to help determine the cause of the complaint. Based on the investigation the root cause cannot be determined. Based on the review, the product met all quality and performance requirements at the time of manufacture. H3 other text: device not returned.

Event description:
N/a.